Event description:
It was reported that during an unspecified procedure a balloon burst occurred. The details of the lesion are unk. The 2.5x15mm maverick2 monorail balloon burst. Additional info has been requested and is not available.

Manufacturer narrative:
The complaint device was not returned to bsc for analysis. The manufacturing records for this batch were reviewed to confirm that no issues or discrepancies occurred during production of this batch that could contribute to the reported event. This records review indicates the device met all material, assembly, and performance specifications prior to shipment. The most probable root cause is considered as operational context due to the performance of the device being limited by interaction with other devices, interaction with pt anatomy or other procedural factors.